Event description:
This event was reported as endocarditis, source unknown. Positive blood cultures of staphylococcus epidermidis, coagulase negative staphylococcus. Vegetations on valve noted on echocardiogram. No further info was provided.